Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence with multiple cartridges. Reportedly, the customer did not perform the proper air removal techniques. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.